Manufacturer narrative:
The reported device, intended for use in treatment, was not returned to the designated complaint unit for independent evaluation, thus functional testing could not be performed. Visual inspection of the customer provided pictures identifies the unit and shows the front view of a quantum unit with the power button switched to off. No complaint related information is provided. A review of the device history records show there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that the controller had a f4 alarm. It is unknown whether the event happened during surgery and if there was patient involvement. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H3, h6: ¿the reported device was received for evaluation. It was determined the device did not contribute to the reported event. No containment or corrective actions are recommended at this time. A review of the device history records show there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. A review of risk management files found that the reported failure was documented appropriately. Visual inspection of the customer provided pictures identifies the unit and shows the front view of a quantum unit with the power button switched to off. No complaint related information is provided. Visual inspection of the q2 controller noticed that the warranty seal is not broken and in its original condition; the manufacturing date of the controller is rev. Q ¿ 2019-04-02. No visible manufacturing abnormalities were found; the unit was powered up using a load box, a calibrator thermometer, a foot pedal device, and the output voltages were produced as intended; the energy was generated as specified and the device is working properly; the complaint was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Factors that could have contributed to the reported event include a failure of a concomitant device. ¿

Event description:
It was reported that during shoulder set up, the controller had a f4 alarm. No delay and a back up was available to complete the procedure. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.